Event description:
It was reported that a patient presented to clinic for follow up. Upon interrogation it was noted that the insertable cardiac monitor (icm) had a device reset. On an attempt to restore the device, there was an error message displayed. The error message persisted after restarting the programmer and when trying a different programmer. No further changes or interventions were reported. There were no patient consequences.

Manufacturer narrative:
The reported events of device in backup mode and error messages after recovery were confirmed. Based on the information provided, it was determined that the device entered backup mode due to power-on reset (por). The root cause of the por was unable to be determined. Additionally, it was determined that the device¿s real time clock (rtc) value was not restored correctly following the reset recovery.